Event description:
The reporter contacted animas on 06/29/2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose ranging from 45mg/dl to 200mg/dl with severe headache and thirst. The reported bg of 299mg/dl bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management for the hypoglycemic event. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. This report is being made due to the hypoglycemic even the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the tdd history and basal history from (B)(6) 2015 adds up correctly to the current basal segment programmed by the user. Investigators were unable to confirm complaint of inaccurate delivery. Active basal program matches the basal history and tdd basal. The b;acl box data for the date of complaint (B)(4) 2015 is unavailable for review; data was overwritten due to continued use. Investigation notes: accuracy testing performed on the pump, there was no delivery defects found. No eaw¿s in the alarm history indicating an interruption in delivery. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.